Manufacturer narrative:
A visual evaluation of the returned device found that the distal section of the stent was broken. The returned broken section looks torn/ripped. Based on the device condition it has evidence of tension at the section broken, it is the most likely that an excess of force applied during the device removal could have generated the issue found. It is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted on (B)(6) 2015. During a percutaneous lithotripsy procedure performed on (B)(6) 2016 to implant a new stent, it was found that the percuflex plus ureteral stent had broken into two pieces along the shaft. The broken stent was removed using a ureteroscope. There were no complications reported a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Reported event of "stent broke into 2 pieces." The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted on (B)(6) 2015. During a percutaneous lithotripsy procedure performed on (B)(6) 2016 to implant a new stent, it was found that the percuflex¿ plus ureteral stent had broken into two pieces along the shaft. The broken stent was removed using a ureteroscope. There were no complications reported a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.